Event description:
It was reported that a visum led surgical light head has become separated from the cardanic suspension. The light is fully functional and no other equipment is affected. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
It was reported that a visum led surgical light head has become separated from the cardanic suspension. The light head was returned for evaluation on (B)(4) 2013. Through evaluation, it was discovered that the c-clip was missing from the assembly. The c-clip is a component that keeps the light head connected to the cardanic arm of the ceiling suspension. The missing c-clip was the cause of the reported separation of the light head from the cardanic arm. A specific root cause as to how the c-clip came to be missing could not be fully determined. However, from the evaluation, there was evidence found of someone tampering with the light head. There are no records of this light being serviced by stryker. A possible cause is that someone at the user facility was servicing the light and removed the circlip but neglected to replace it upon completion of the service. This however, could not be confirmed.